Event description:
During follow-up, a pacing lead impedance of greater than 100 ohms was detected. The decision was made to explant the entire system. During explant procedure, no insulation defect was observed. The physician elected to remove the lead system from the ventricle.